Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit had lost pressure while in use. The issue occurred during an unspecified procedure. The procedure was completed with a similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation also found oil or fluid leakage and the flow rate was lower than the set rate. Based on the results of the investigation, it is likely that the following led to the malfunction: fluid of external origin has entered the pipeline since oil is not used for pipeline components and components of the air supply control circuit or pipeline had failed. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.